Manufacturer narrative:
Event date: there was no information available regarding the event date. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx single incision sling was implanted during a sling with solyx procedure performed on (B)(6) 2018. According to the complainant, on the fourth week of (B)(6), the patient experienced a gi bug, vomiting and a sudden recurrence of her incontinence. It is suspected that the sling/anchor dislodged from the muscle due to the vomiting. The recurrent incontinence is currently being treated with physical therapy, but if this does not improve her incontinence, the physician will most likely go in to retrieve the dislodged sling/sling anchor.